Event description:
It is reported that when the box was opened during surgery it was discovered the item was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.